Event description:
A bipap a40 proefl ventilator device was returned to a third-party service center for service. During evaluation of the device a ventilator inoperative condition was identified. There was no harm or injury reported. The device's circuit board will be replaced to address the reported occurrence of a ventilator inoperative error being triggered. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.